Event description:
It was reported that all of the sterile water had been removed within a few hours of foley catheter insertion. Per notification received from investigator on 09oct2024, balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that all of the sterile water had been removed within a few hours of foley catheter insertion. Per notification received from investigator on (B)(6) 2024, balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Four photos were returned for evaluation, the first one shows the three way silicone catheter, the second photo zooms into the deflated balloon and tip. The last two photos show the catheters cap and a handwritten note in native language. Received 1 all silicone temp sensing foley catheter with sample port connector. Inflated balloon with inhouse syringe and 10ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water), no leaks observed. The inhouse syringe was connected and it passively deflated the balloon in 3 minutes and 48 seconds, however cuffing was evidenced. The returned sample does not meet specification which states: balloon must not cuff after deflation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: on catheter, do not use ointments or lubricants having petroleum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispense of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer tip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an mfh procedure. Failure to follow this guideline may result serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guidelines. Guideline for prevention of catheter-associated urinary tract infection. At the onset of first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing is not recommended for 100 percentage silicone based foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.